Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site and replaced the o2 gas module. Replacement of the o2 gas module solved the issue. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the gas module in the ventilator was defective. There was no patient involvement. Manufacturer's ref #: (B)(4).